Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305270, batch#: 1054572. It was reported that the bd integra had a syringe needle connectivity issue. The following information was provided by the initial reporter: complaint received by phone call on 20-nov-2024. Ref: 305270, lot: 1054572. Needle is not screwed on properly. When you inject, it leaks where the needle is attached. Occurrence: 5-6 times, no adverse events. Sample available for return. Pt request a shipping container be sent to them.

Manufacturer narrative:
One sample was provided to our quality team for investigation. A visual inspection and functionality test performed; no defects were present on the provided syringe. The observed condition conforms with the product specifications. It is recommended to hand tighten the needle onto the syringe prior to use. Furthermore, a device history record review was completed for provided lot number 1054572. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.